Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms. This rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).